Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gkjj, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) and lead were removed due to infection. Additional information received reported that the medical questions would need to be answered by the patient¿s health care provider (hcp). It was noted that the patient did not have meningitis. The infection was resolved and the patient was reimplanted on (B)(6) 2014. It was reported that the patient was receiving effective therapy and was very happy with the results.